Manufacturer narrative:
(B)(4).

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 that a power on reset (por) was seen on the clinician programmer. The patient stated that they were at home using their (B)(6) when they felt the stimulation turn off, so they walked to a different room to get the patient programmer (pp) and turned the stimulation back on. The loss of stimulation was sudden. The patient stated that they didn't see the "call hcp-por" screen on the pp, even though the rep saw the 0x400 por message on the day of report. There were no related trauma or falls. The patient received a new (B)(6) at the end of (B)(6) 2016, and they had not had contact with any other medical sources of electromagnetic interference (emi). The por was successfully cleared with the clinician programmer to resume adequate therapy and resolve the issue. The indications for use were non-malignant pain and chronic low back pain. A supplemental report will be submitted if additional information is received.